Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient said their implantable neurostimulator (ins) had nothing to do with their falls. They lost their balance several years ago. The circumstances that led to the ins being off was the patient changed programs because it wasn't helping their bladder problems. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(40. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the device programmer was working at the time of the report.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they wanted to change programs and increase the intensity, but could not get the patient programmer (pp) to work for some reason. The patient noted that they thought that they had their device for 15 years and just decided to change programs because it had been so long. The patient stated that they were changing programs this time because they were hoping their symptoms would not be so bothersome at night. The patient noted that it never alleviated their symptoms completely, but noted that they had gotten maybe 50% symptom relief. The patient verified the message that they were getting on the pp screen and noted that the screen just turned off. The patient stated that they had changed the batteries in the pp, synced with the implant, and confirmed that the pp was able to get to the therapy screen, but they could not get the pp to change their settings. The patient used the pp and confirmed that the implant was off with stimulation off. The patient turned the therapy back on and noted that they did not realize that their therapy was off. The patient stated that they must have turned their stimulation off, but did not think it was off because there were numbers on the screen. The patient stated that they had the program changed by a manufacturer representative (rep) at their last healthcare professional (hcp) visit 9 months prior to report. The patient noted that the rep had them on program 4, but it was no longer working well for their symptoms and that was why they tried to change it on the morning of report. The patient changed to program 3 and noted that they changed to program 3 because they were on program 2. The patient was then able to increase the stimulation and stated that they were able to feel stimulation. The patient noted that they thought that they felt it comfortably and that they usually had to wait a bit until they could tell, noting that they may decrease stimulation. The patient confirmed that they were able to increase the stimulation which they referred to as intensity. The patient noted that they felt stimulation but then later noted that they stopped feeling stimulation. The patient stated that they had not had a fall recently but then noted that they had a couple falls this year. The patient stated that the last fall was on (B)(6) and then they fell again 2 months before that. The patient was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.